Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 43-44 mg/dl. The cause of the low bg was unknown. The customer required assistance from spouse to treat low bg. The spouse woke customer up and customer was able to consume carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level ranged from 126-127 mg/dl. The customer loaded a new cartridge to resolve the issue.